Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: device patch with lot number: 2878259 and catalog number: tsx-470cc. Capsular contracture- breast: unable to observe since it is not related to the device. Crease/ folding of implant- breast: not observed. Lump/nodule-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "late hardening, pain on right side, ultrasound with grade iii contracture", "in the axis of the nipple 3 to 15 mm hypoechoic nodule, oval, circumscribed, parallel to the axis in skin, without flow to the sound with doppler¿, ¿solid nodule of probably benign appearance", "breast prosthesis shows increase of its folds". The device has been explanted.

Event description:
Healthcare professional reported right side "late hardening, pain on right side, ultrasound with grade iii contracture", "in the axis of the nipple 3 to 15 mm hypoechoic nodule, oval, circumscribed, parallel to the axis in skin, without flow to the sound with doppler¿, ¿solid nodule of probably benign appearance", "breast prosthesis shows increase of its folds". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii